Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports discrepant potassium assay results occurring intermittently since (B)(6) 2014 on the architect c16000 analyzer. One example was provided: an initial result of 6.6 mmol/l that retested at 4.5 mmol/l. No suspect results were reported from the lab with no patient impact. A service call was initiated.

Manufacturer narrative:
There were no returns made available from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and after inspecting the analyzer identified the likely cause of the customer's issue to be the integrated chip technology (ict) pinch valve tubing, which was worn from normal use. The fse replaced the tubing. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the customer's current issue. Based on the results of the current evaluation and observations from the customer site, a product malfunction was not identified. The device performs as intended when properly maintained and sample integrity/handling is appropriate.